Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2020. The patient¿s father stated values on the continuous glucose monitor (cgm) app would display intermittently because multiple sensor error and a signal loss messages occurred. During the time when the patient was not receiving any cgm values, the patient experienced a hypoglycemic event, fell down the stairs and sustained a concussion. The paramedics were called, the patient received unspecified treatment and transported to the hospital. While at the hospital, the patient was treated with fluids via intravenous (IV) therapy and toradol. X-rays were performed but the finding were not provided. The patient¿s blood glucose (bg) values per emergency medical services (ems) or at the hospital were not provided and no cgm values when available were provided. Data was provided for investigation. The problem of ??? Or hourglass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.